Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04410. It was reported the patient no longer had stimulation. The patient was able to communicate with the receiver, and to increase the amplitude, but the patient does not feel the stimulation. It was reported the patient had stopped using the scs system for some time because he had been provided with a pain pump. Follow up identified the physician planned to undertake surgical intervention at a future date to address the issue.